Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Signs of clinical use and evidence of blood was observed. Charred blood and tissue particles were observed on the hot jaw and the heater wire. The heater wire was flexed away from the hot jaw at the center but remained attached at the base and the tip of the jaws. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deliver energy" but was confirmed for the analyzed failure mode " bent" wire. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
Device was reported to have intermittent power issues. The cautery was not activating consistently. No patient harm. Another device was used with further issue. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power issues. The cautery was not activating consistently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Signs of clinical use and evidence of blood was observed. Charred blood and tissue particles were observed on the hot jaw and the heater wire. The heater wire was flexed away from the hot jaw at the center but remained attached at the base and the tip of the jaws. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " intermittent continuity" but was confirmed for the analyzed failure mode " bent" wire.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power issues. The cautery was not activating consistently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.